Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. There were no defects on the subject device. Therefore omsc could not determine the exact cause of this event conclusively. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The resistance between wire and coil sheath was increased due to angulated insertion of the endoscope. The slider could not be pulled completely and then the clip could not be detached from the device. The instruction manual of the device has already warned as follows; *do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage.

Event description:
During a colonoscopy, the subject device was used. The clip of the subject device could not be released. The tissue was damaged and bled. The intended procedure was completed with another device. After 30 minutes, the doctor performed colonoscopy again and confirmed that the bleeding stopped. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" .